Event description:
It was reported that on (B)(6) 2013 the right ventricular lead exhibited intermittent noise. The patient was admitted to the hospital and intermittent oversensing and capture was observed. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.